Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was not glued in and it had pulled out of the connector prior to insertion. Further, the patient's blood glucose level was 110 mg/dl at the time of this event. Reportedly, the patient did not notice any damage when the package was first opened, and he continued with the previous infusion set. No further information available.